Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, customer stated that he was able to press the button twice and the pump responded. There was no impact to customer's blood glucose level.